Manufacturer narrative:
Event date: exact date unknown, event was going on for the past month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.